Manufacturer narrative:
H4: device manufacture date: the lot was produced in may 2022. H10: three samples were received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed and two sets were leaking at the junction of the female connector/clearlink luer. No leak was observed on the third sample. The reported condition was verified on two of the samples and not on the third sample. The cause of the condition was a human assembly related issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink y-type cath ext sets leaked; further described as "spraying out". The event was discovered during priming. There was no patient involvement. No additional information is available.